Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) learned /biomed need assistance on 8100 sn (B)(4) is having an error (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: see case notes case resolution: I assisted (B)(6) learned /biomed on 8100 sn (B)(4) is having an error (B)(4). Resolution is to re-flashed pump module. I help biomed configured the firmware files to asm v12.1 and add the flash package v9.33. After re-flashing issue was resolved.